Event description:
A customer reported a high reading issue with the adc device. The customer reported unspecified high sensor readings with symptoms of trembling legs, vagal discomfort, and subsequently loss of consciousness. However, the customer reported they were able to self-treat (unspecified) after regaining consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.